Event description:
Event description cpi received information that approximately fourteen months post-implant this implantable pulse generator (ipg) was unable to be telemetered, had no magnet response and no output. Six months earlier, the battery status was good with a magnet rate of 100 bpm.